Event description:
When enseal device was activated, the harmonic enseal generator alarmed three times indicating to "reposition device". The device was repositioned by the physician.the generator alarmed to replace the device. The device and generator were both replaced without further incident.